Event description:
It was reported an edwards catheter kit was used in a patient and the guide wire became contaminated. A supposed "arrow" kit was then opened and the guide wire was used. The guide wire uncoilded while in use and the tip broke off in the pt. A snare was used to recover the piece. There were no reported pt complications.

Manufacturer narrative:
The user facility has not identified the product catalog number. It is unclear if the product used is an arrow product. A sample is being returned. A follow-up report will be filed when more information becomes available.